Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned device revealed blood and contrast throughout the guide wire lumen and balloon. A longitudinal tear measuring 7mm long was found on the distal end of the balloon. The tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not exceed the rated balloon burst pressure". (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the severely calcified distal right coronary artery. The physician advanced the 8mmx2.75mm nc quantum apex balloon to the lesion and on the first inflation, inflated the balloon to 10atms and then to 20atms on the second inflation. On the third inflation the balloon was inflated to 22atms and ruptured. The procedure was completed with another 8mmx2.75mm nc quantum apex balloon. No complications were reported and patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the severely calcified distal right coronary artery. The physician advanced the 8mmx2.75mm nc quantum apex balloon to the lesion and on the first inflation, inflated the balloon to 10atms and then to 20atms on the second inflation. On the third inflation the balloon was inflated to 22atms and ruptured. The procedure was completed with another 8mmx2.75mm nc quantum apex balloon. No complications were reported and patient's status is good.